Event description:
Edwards received notification from our affiliate in finland. As reported, this was a case of an implant of a 29mm sapien 3 valve in the aortic position. The patient presented with a high amount of calcification at the native annulus. During the procedure, pre-dilatation of the native valve was performed with a 25mm bav. A 29mm sapien 3 valve was successfully deployment. When removing the commander delivery system, the patient's condition quickly worsened and rr level dropped. Quick echo was established, and some liquid was seen in pericardium. Drainage was implanted directly, and patient was moved to the or. In the or, an annular rupture was diagnosed at the rca area and surgery was started. Rca was repaired with bypass and sapien 3 was changed to an edwards surgical valve. The patient recovered but was still hospitalized. As per medical opinion, the root cause of the annular rupture was most likely the combination of extremely calcified aortic annulus and the use of balloon expandable valve.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), annular rupture is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The root cause of the event was likely due to patient and procedure related factors. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : device is not available for return.